Event description:
(B)(4). It was reported that during a fistulogram angioplasty procedure, a balloon rupture and detachment occurred. The target lesion was located in the fistula. A 8.0 x 80, 75cm mustang balloon catheter was advanced to the target lesion, inflated to 24 atms and a circumferential balloon rupture occurred. The mustang balloon detached from the catheter and was lodged in the clotted fistula. Attempts to remove the detached balloon with a snare were unsuccessful. Physician decided to leave the detached balloon behind as the risk of removing the detached balloon outweighed any potential benefits since the fistula was determined to be unusable. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).